Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and it passed. The receiver log was reviewed and did not show any issues. Functional testing was not able to be performed due to the "call tech support" error that was observed on the screen. The customer complaint was confirmed because there was no audio output. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver did not produce audio output on (B)(6) 2016. The patient indicated that medical intervention was required but did not provide any details. Additionally, the patient tested the receiver and it did not beep. No further event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).